Manufacturer narrative:
Based on the claim against the product by the customer noting ssc didn¿t turn on, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the redundant medical grade power supply (mgps) to resolve the issue with errors on the ssc. The system was tested and verified as ready for use. The unit has been returned for the failure analysis; however, the investigation is still in progress. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, the surgeon's side console (ssc) did not turn on. The issue is ongoing. The customer powered the system down, disconnected the ssc, and continued with the second ssc. The customer had previously moved outlets and reseated fiber cables and the issue returned. Intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs available and noted an error 5 pointing to the ssc2 power supply fan. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the nurse informed the second case the system gave the recoverable fault red light error. Then the system powered off. The customer restarted the system the same red light came back. The patient was in the room under anesthesia with ports placed. They swapped out one of the surgeon side carts (ssc) that was giving the error, with another ssc before the robotic part of the procedure started. The case was then completed with two surgeon side carts. No patient demographics information is available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the power supply switcher involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. In-house fa installed power supply switcher onto printed circuit assembly (pca) system, and the surgeon side console (ssc) would not power on.